Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up and the lead was diagnostically imaged prophylactically. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient will be monitored.